Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 stopcocks q-syte wht 360deg nonsterile had black spots on them. The following information was provided by the initial reporter, translated from (B)(6): "black spots were found on 2 products."

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided lot number 0036902. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this incident, picture samples were provided for evaluation by our quality engineer team. Through examination of the samples, foreign matter was observed. Although the reported defect was identified, an exact manufacturing related cause could not be determined. It is possible that the foreign matter resulted from the deterioration of equipment within the manufacturing facility; however, the suspected potential equipment has been recently replaced. See h10.

Event description:
It was reported that 2 stopcocks q-syte wht 360deg nonsterile had black spots on them. The following information was provided by the initial reporter, translated from japanese: "black spots were found on 2 products."